Manufacturer narrative:
Device return is not required. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that a 203 sensor failure occurred and was concerned that the sensor wire broke off inside of the user¿s skin. The patient believed the wire was stuck in their abdomen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.